Event description:
During an laao (left atrial appendage occlusion) procedure, an swartz introducer was used for transseptal puncture. Blood leakage was noted at the valve of the swartz introducer. The swartz introducer was replaced and the procedure was successfully completed with no adverse patient consequences.